Manufacturer narrative:
One administration set was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing which included a leak test; no discrepancies were found. The reported customer complaint has not been confirmed. A review of the manufacturing process shows quality samples 15 units at an interval of two hours, prior to placing product in bag, in order to verify that parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance while no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Manufacturer narrative:
Correction: b3. Event date was corrected from (B)(6) 2019 to (B)(6) 2019.

Event description:
Information received that a smiths medical product the cadd® high-volume administration sets, had leakage during infusion of unknown medication. The leakage occurred at the branch site that is marked with a black pen. No adverse patient injuries reported.